Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (mycotic aneurysm).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm approx six months ago. It was reported that at the pt's f/u appointment approx three months ago the aneurysm was 5.6 cm in diameter and there was a type I endoleak coming from the endurant tube graft. The aneurysm was mycotic and showed some progression within time as a result the distal part of the aneurysm expanded and the seal zone for the distal part of the tubular stent graft lost its apposition with the vessel wall on the right side. A bifurcated stent graft was implanted at that time with the tubular graft still in place. It was reported that thrombosis of the left external iliac artery was noticed and mechanical thromboaspiration and bare stent implantation were performed (ref MFR # 2953200-2011-00858). The final angiogram showed a patent left iliac artery with good flow. The investigator assessed that type I endoleak was not related to the device and it was related to the study procedure. The thrombosis was not related to the device and it was related to the study procedure. The endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.